Event description:
It was reported by the customer that a pyxis medstation es system had a software failure. The customer reported that it was not able to view the details of the orders and patient on the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the cause of the malfunction was not yet determined as no response was received from customer. A technical support specialist contacted the customer but no response received. The system functioned as intended.